Event description:
The facility reported a pump that failed the battery capacity test. It is unk when this condition occurred. There was no pt injury or medical intervention necessary according to the hosp rep. No add'l info is available.

Manufacturer narrative:
Eval summary: the reported condition was confirmed. Inspection of the device found that the pump's batteries were depleted and svc replaced them. Review of the complaint history reveals similar reports have been rec'd for this product for the reported issue. This issue is being investigated under CAPA.